Manufacturer narrative:
Patient and device details not provided by initial reporter. This report is filed (B)(6) 2016. (B)(4). Device not received by manufacturer.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration (date not reported). Additional information has been requested; however, not made available as of the date of this report.